Manufacturer narrative:
Pump passed the displacement test but failed during prime/compromised force sensor system test due to loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump squirting out the insulin. The customer¿s blood glucose level was 6.9 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer reports that they can no longer fill the tubing as the insulin pump was squirting out the insulin. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.